Event description:
During routine use of a 3-way 22f 30cc dover silicone foley catheter #665225 the irrigation port was not patent and the pt's bladder couldn't be irrigated. The catheter was removed and a new one re-inserted.